Event description:
It was reported that the wake button was not working. There was no reported adverse impact to the customer. Multiple follow up attempts from tandem technical support were made to obtain additional information; however, a response was not received.